Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event; device passed bench testing and all incoming functional tests. Analysis found the lower case and both bail covers are broken. The ring cover is contaminated, the ring is bent, and the keyboard is scratched. (B)(4).

Event description:
It was reported that the external pulse generator (epg) failed to pace a patient. The "emergency asynchronous" button was not working. Due to the patient's dependency and no pacing present, cardiopulmonary resuscitation (CPR) was started. The epg was returned for evaluation and repair. No patient complications have been reported as a result of this event.